Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pain pump was no longer workable, and they would like to know if the pump could stay in the patient¿s body when it¿s not working anymore and go ¿to plan b¿. The patient had discussed her situation with their healthcare provider (hcp) and got two different answers. This was why they were calling. It was further noted that the patient had an inactive and inappropriate pump in her body. The patient had problems for long time and was having problems for years with pump or medicine not working. The date of event was unknown. The inactive process pump did not solve any pain relief for her. Patient states she tried every medicine on the market. It was indicated that the patient may not turn off the pump, but it was not working well for her and they had been told too many stories by too many people and didn't trust anyone. Right now it was working, and she may leave it in there, but the patient could "jerk it out" if she could. Regarding event date, event details, healthcare provider (hcp), and medication, the reporter did not want to provide further information. The patient was to follow-up with their healthcare provider. No further patient complications have been reported as a result of this event.